Event description:
On (B)(6) 2011, customer reported that the glucose cup module was overflowing on the dxc 600 instrument. Customer stated that the module was disabled to prevent further testing. Customer stated that the instrument also generated "reagent too high in cup" error message. Customer verified that no injuries were reported and no erroneous results were generated. Customer technical support (cts) identified the leaking fluid as glucose reagent. Field service engineer (fse) examined the instrument and removed and inspected the drain valve. Fse checked the modular chemistry (mc) manifold and module drain line. Fse stated he found cap stopper debris lodged in the drain orifice for the reaction cup. Fse primed the module with no errors observed and performed mc cup alignments. Fse calibrated and performed quality control for glucm (glucose). Repairs were verified per established procedures. No further leaks were reported.

Manufacturer narrative:
Evaluation, results: fse found cap stopper debris lodged in the drain for the reaction cup. Beckman coulter identifier for this report is (B)(4).